Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07114, 2938836-2020-07116 it was reported that when the patient presented in clinic after one week of implant, hematoma was observed at the implant site. Compression on the site and evacuation of the wound were applied at this time. After a month, the physician suspected infection was due to either the initial implant procedure or pocket re-closure procedure without using antibiotics. The patient was not bacteremic, and the infection was localized to the device pocket. The device system was explanted. The patient was discharged home.